Event description:
It is alleged that metal shavings flaked off during an ankle procedure. It was reported that the doctor irrigated the shavings out, but there was still some left. No injury to the patient was reported.